Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer via regulatory authority in (B)(6) on 25-sep-2015 who had essure (fallopian tube occlusion insert) on (B)(6) 2012 for sterilization. The consumer mentioned that she informed before that she has a nickel allergy, but the gynecologist indicated that this would not be a problem. She mentioned that the right oviduct was adhered in such a way that the insertion was very painful. After essure insertion she developed a lot of complaints among other things: adhesions, abdominal complaints (abdominal pain), and eczema. Eventually a colleague gynecologist was called who performed a laparoscopy and determined that the oviducts were not good anymore due to inflammations and that the consumer had endometriosis; subsequently the uterus and 1 oviduct were removed on (B)(6) (year not provided). The consumer mentioned that her skin has recovered and the subcutaneous itch was gone. Product technical complaint investigation and final assessment were received on 09-oct-2015: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-oct-2015 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 367 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and inflammations in oviducts. Her uterus and 1 oviduct were removed. Both events were considered serious due to their medical importance and are listed in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this case, it was not reported whether inflammations in oviducts occurred up to 4 weeks post insertion. Therefore, a causal relationship with suspect insert cannot be assessed at this time. With regards to the other event, based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected, as the report was received via the local regulatory authority.